Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was visually inspected for missing parts, mis-assembly, kinks, occlusions and other defects, none were found. The machine was checked out at the customer site by a terumo bct service technician. All voltages, pressures, pumps and pump occlusions, centrifuge, valves, red blood cell detector and control monitor were functionally checked and found to be within manufacturer's specifications. The machine was confirmed to be operating as intended and was released for use. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a patient was undergoing a therapeutic plasma exchange (tpe)procedure and she had a respiratory event that lead to her expiration. Approximately 10 minutes into the procedure, the patient went into respiratory arrest. She was turned on her side, the procedure was ended, and a code was called. The patient later expired. The customer is not alleging a deficiency with the disposable set or device. Per the patient's physician, the acuity of the patient's disease state was the cause of patient expiration. This report is being filed due to patient death, though at this time it is not suspected or alleged that the device caused or contributed to the death.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Based on information provided by the customer, the patient was being treated in the intensive care unit at the request of the physician, with the procedure being carried out to give the patient the best chance of survival. The associated physician stated that the patient¿s death is not contributed to the apheresis procedure. A review of the lot for similar reports was carried out and none have been reported. Root cause: no faults were found with the disposable set or the machine. Provided by the customer, cause of patient¿s condition was due to the patient being critically ill suffering from thrombotic thrombocytopenic purpura.